Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rn attempted to infuse a secondary infusion of vancomyin starting at 1115. Two hours later, it was noted that half of the bag was not yet infused. The rn manually programmed the device to administer the remainder of the medication. This delayed the administration of a different medication because the patient had only one IV site. There was no patient impact.